Manufacturer narrative:
(Product not returned).

Event description:
During priming of the device for a cardiopulmonary bypass procedure, the user reported that the device would unexpectedly start beeping with flashing display. This may happen upon turning on the unit in the middle or after the self diagnostics and tests, or minutes after it passed the self test. Subsequently, an alternative device was deployed. The user reported the surgical procedure was completed successfully, and there were no adverse procedure to the pt as a result of this event.